Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016 patient underwent balloon kyphoplasty for lower back pain and inability to wal. Intra-op, contrast started leaking while injecting inside the body. The rupture occurred during inflation. The product came in contact with the patient. The procedure was not completed, it end up with vertebroplasty. There was a delay in the procedure. Approximately for 1 hour procedure was extended.

Event description:
Approximately for 1 hour procedure was extended. No other malfunction except contrast media leakage was reported. While inflating the balloon in the body, balloon got ruptured at tip of it and contrast media came out which was visible in c-arm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.